Manufacturer narrative:
Additional evaluation confirmed the flow sensor failed testing. The technician ran group level test and replaced the flow sensor to address the test failure issue. The device was placed re-tested after the repair and the device passed all testing. The reported failure of the device flow sensor is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.

Event description:
The manufacturer received information that a trilogy 100 ventilator was returned to the manufacturer's service center for evaluation for stock recertification. There was no patient involvement, and no harm or injury reported. On device evaluation, the device failed repair testing for oxygen low flow. The device was returned to the technician for additional evaluation of this failed repair test. Evaluation results are not yet available. Additional findings not related to the malfunction/issue: the base enclosure, rear enclosure, handle, and enclosure gasket were damaged and were replaced. Rubber feet were missing and were replaced. The faa, warning, bluetooth, serial number and mac address labels were all replaced. If additional information is received, a follow-up report will be filed.